Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-05203 / device 14 of 38. (B)(4).

Event description:
It was reported the mass opening is so off center, the end user cannot use them. No photo provided.